Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. MFR report # 3002808148 - 2023 - 03115. Patient identifier: (B)(6). A visual inspection on the received condition was performed. An olympus borescope was used to verify the condition of the biopsy channel. First, the borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, the inspector found the biopsy channel was normal as there were no visual indication of any damages or stains. In addition, the distal end was inspected under a microscope and a portion of the glue around the probe unit was missing. The scope passed the cosmo leak test at +.3. There were no signs of foreign material when inspecting the complaint device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. The scope was not etq sterilized, the last day it was reprocessed was (B)(6) 2023, and the start of precleaning was not delayed after the procedure. Water was not aspirated through the instrument/suction channel, they aspirate with wall suction. There were no abnormalities with the reprocessing accessories. Manuel cleaning was performed within an hour after the procedure and the device did pass the leak test. Boston scientific koala sponge used at bedside, valsure enzymatic for manual cleaning, and rapicide a&b used in a medivator dsd edge. Instrument/suction/balloon channel, air/water/suction/biopsy valve were all brushed, and the forceps elevator was brushed/flushed. The last reprocessing in-service conducted by an olympus endoscopy support specialist was on march 6, 2023. The endoscope is being stored in a vented scope cabinet. The model of the aer is medivator dsd edge/83972205 and detergent solution and disinfectant used is rapicide a&b. All channels were connected with tubes when the endoscope was connected to the aer. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing on (B)(6), the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. All channels were sampled. Patient infection was undetermined. The first set of cultures on this scope was obtained on (B)(6) 2023. It was undetermined when exactly the scope acquired the bacterial growth. Undetermined as to how many patients were infected, the scope was first tested on (B)(6) 2023, and was used on one patient on (B)(6) 2023, and removed and quarantined on (B)(6) 2023. No patients have been identified to have been infected by the scope. It is undetermined if the device was used for a procedure after the event, as it is undetermined when the scope initially acquired the bacterial growth. The first set of cultures was obtained on (B)(6) 2023. The scope has been reprocessed five (5) times since the cultures was obtained on (B)(6) 2023. The device was last reprocessed on (B)(6) 2023, and last cultures obtained on (B)(6) 2023. Types of microorganism(s) detected: stenotrophomonas maltophilia and klebsiella pneumoniae most recently on (B)(6) 2023, but cultures from (B)(6) 2023, scope also tested positive for candida tropicalis, enterococcus faecium, klebsiella oxytoca, and stenotrophomonas maltophilia. The exact location has not been determined as to what part/location of the device where the microorganism was detected from. The scope has remained quarantined and isolated by itself in a vented scope cabinet. It is unknown if the scope failed atp testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.